Manufacturer narrative:
(B)(6). (B)(4). A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigation associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for excimer laser system (s/n (B)(4)) showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Johnson & johnson surgical vision will continue to monitor this type of complaints. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with overcorrection. At a 6-month post op exam, the overcorrection had caused 2 or more diopters at the point of refractive stability. It was reported there was a loss of 10 percent of best spectacle corrected visual acuity (bscva). It was reported if the patient wears glasses, there was no loss of bscva lines. Currently the patient¿s results are for the right eye sees fully without glasses and for the left eye, has +1.75 left in residual. A retreatment (secondary procedure) is being considered at this time. Post-op; from (B)(6) 2019: 1 day post op, measurements: (-2.75d to +2.75 d). Post -op; from (B)(6) 2020: 6 month post op, od sphere +0.50 cylinder +0.00, os sphere +1.75 cylinder +1.50.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.